Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that there was a "problem" with their cardiac resynchronization therapy pacemaker (crt-p) and he device was later explanted and replaced. It was further reported that the patient had lifted heavy objects and the right ventricular (rv) lead and his rv lead both dislodged. The rv lead was repositioned and remains in use. The his rv lead was explanted. An acceptable position could not be found for a new his rv lead and due to tortuous anatomy, a new lv lead was implanted. No patient complications have been reported as a result of this event.